Event description:
The physician intended to implant a resolute integrity drug eluting stent in the mid left anterior descending artery. The lesion was reported to be moderately tortuous and severely calcified. It was reported that orbital atherectomy was used prior to stent deployment due to the heavy calcification of the lesion. No damage was noted to packaging, i.e. Shelf carton, hoop/tray and no issues were noted when removing the device from the hoop/tray. Negative prep was preformed with no issues. The lesion was pre-dilated. It was reported that during balloon inflation, difficulties were noted when the balloon was inflated to 9 atm. The balloon only partially inflated. It is reported that the when the catheter was removed, the physician found that the shaft had a possible hole in it. The device was not passed through a previously deployed stent. Stent was not implanted. The same inflation device was not used with other devices pre/post the inflation difficulties. Procedure was completed with another device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.